Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported facility not using the air/water channel cleaning adapter during reprocessing issue could not be determined, however, the issue was likely due to a difference in understanding of equipment handling and reprocessing procedures between olympus' recommendations and the facility. Additionally, training has been conducted by olympus professional staff regarding proper handling. The event may be prevented by following the instructions for use section below: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
During an in-service retraining for reprocessing of the gastrointestinal videoscope, the facility informed the endoscopy service specialist (ess) that they were not using the air/water channel cleaning adapter. There was no associated patient infection reported.

Manufacturer narrative:
The endoscopy support specialist (ess) completed the training on 22nov2023. The customer was informed to follow all olympus reprocessing procedures as documented in the reprocessing manuals and that according to the instruction for use (IFU) it is required that they use the air water cleaning adapter. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.